Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4)

Event description:
It was reported that during the implant of a left ventricular (lv) lead, the physician was unable to achieve acceptable thresholds, with or without diaphragmatic stimulation. The issue was determined to be due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.